Event description:
It was reported that patient experienced infusion set detachment on (B)(6) 2026, attributed to exercising and sports activity causing a tension at infusion set and affecting adhesive integrity.

Manufacturer narrative:
Name (B)(6). Street (B)(6). E1: patient city: (B)(6). Patient country: spain. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.